Event description:
A pt was placed on an insulin drip at 5ml/hr (5units/hr). About 1 hour later, it was noted that the pt received an overinfusion of 100 units. An amp of d50 was given. MRI done was negative. Pt was transferred to the ICU for observation. Pt is currently stable and was discharged home. The event logs were reviewed and the reported overinfusion of insulin appears to be the result of the user programming the insulin as a secondary infusion and not realizing that the device automatically switches to the primary rate when the secondary completes. The secondary was programmed at 5ml/hr for 5mls. After one hour, the secondary completed and the primary took over at a rate of 200ml/hr. At this point the device was most likely still drawing fluid from the secondary bag causing the overinfusion condition.